Manufacturer narrative:
The flow bubble sensor was removed by the getinge technician and no damages on the cable or the sensor were found. The flow bubble sensor was replaced. The flow was zeroed at 0 rpm and the reported failure was solved. A follow up will submitted when additional information become available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the serial number of the affected machine has not been provided. Despite several attempts from sales and service unit to contact the customer to provide further information regarding the event and the machine involved, no further information has been received. Therefore, it is not possible to identify the serial number of the machine in question and therefore its UDI number.

Event description:
The event occurred in USA during preventive maintenance. It was reported that the flow was fluctuating while the pump was at 0 rpm. The flow bubble sensor was removed by the getinge technician and no damages on the cable or the sensor were found. The flow bubble sensor was replaced. The flow was zeroed at 0 rpm and the reported failure was solved. No harm to any person has been reported. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID: (B)(4).